Event description:
It was reported that during surgery, they realized that the outer vial of the implant (B)(4) was opened. Another implant was placed. Tooth location 29.

Manufacturer narrative:
One eztetic dental implant was returned for inspection. A visual inspection revealed that the device appears to be unused, with no signs of wear or debris. The packaging of the device was not returned for inspection. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional complaints related to this lot. Appropriate documentation was reviewed and the following information was identified: instructions for use for tapered screw-vent, advent and trabecular metal implants¿ 4869 rev 7-01/16. Product packaging all implants have been cleaned, packaged in double vials within an environmentally controlled room, and sterilized for convenience and immediate use. The implants are suspended on a carrier for transfer to the prepared surgical site without risk of contact contamination. Both the implant and the inner vial packaging are sterile. The label on the outer vial packaging for each implant contains a lot number that should be recorded in the patient¿s file to ensure complete traceability of the product. A patient chart label provided containing the lot number can also be placed in the patient file for traceability. A singular cause for the complaint could not be determined. The un-sterile packaging as reported was not returned. It cannot be confirmed if these were the circumstances the packaging was received by the customer. The complaint is therefore non-verifiable with the information provided. (B)(4).